Event description:
It was reported that (2) devices were used during a gastric bypass. It was reported by the affiliate that the ecs29 instruments would not fire. Another instrument was used to complete the case. There was no consequence to the pt.